Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that a screw was missing from the back of the display. The screw was replaced and the display was returned to its normal placement; the unit was returned to service.

Event description:
The hospital reported the display fell off the machine. There was no report of patient involvement.